Event description:
Staff nurse found the catheter separated at the hub. Called the PICC nurse. No detail documented. The catheter was exchanged with a new one. The catheter was pulled out successfully from the patient during the exchange process. No patient injury and patient is in stable conditon.